Event description:
A report was received that the patient will undergo a procedure, during which, the physician will replace one of the patient's ipg's as it will not hold a charge and will be repositioning one of the patient's leads as it has surfaced.

Event description:
A report was received that the patient will undergo a procedure, during which, the physician will replace one of the patient's ipg's as it will not hold a charge and will be repositioning one of the patient's leads as it has surfaced.

Manufacturer narrative:
Additional information was received that the bsn representative informed the physician that the ipg was holding a charge. However, the physician decided to explant the ipg. A new ipg was implanted and the lead was repositioned. The patient is reportedly doing well. Explanted ipg will not be returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110, serial # (B)(4), description: implantable pulse generator (ipg), model # sc-8120-70, serial # (B)(4), description: artisan 2x8, paddle lead (with slotted electrodes), 70 cm model # sc-2138-70, serial # (B)(4), description: linear lead, 70 cm with pre-loaded 0.012 inch stylet